Event description:
The customer reported that the system displayed an x-ray disabled error message, thus resulting in a failure to produce fluoroscopy x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fluoro functions board and the interconnect cable were replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.